Event description:
It was reported that the patient passed away. The cause of death was unknown. Whether the outcome was device or therapy related was not provided. An autopsy was not performed. The device was not explanted and would not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.